Event description:
The lay user/patient called lifescan (lfs) in 2008, and alleged that his one touch ultra meter was giving him inaccurate high readings. The medical affairs listened to the recorded call and classifying the complaint based on the following information, as the patient could not be reached by phone to obtain additional information. According to the patient, the reported issue started on the event date, at around 1:58pm. He also mentioned of taking additional pills of his diabetes medication. It is unk when did he take additional pill of his diabetes medication. He reported of experiencing symptoms of low blood sugar, such as, shaky and sweaty sometime prior to testing that day. He tested his blood sugar at the time of concern. The patient reported of receiving blood glucose results of 300 mg/dl with the reported lfs meter and 210 mg/dl on another one touch ultramini meter, performed within less than 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than 30%. The patient called his nurse due to feeling the symptoms. He drank some sweetened orange juice upon nurse's advice and felt better after that. It would have been helpful to know, when exactly the patient started getting high readings on the meter, when did he take increased amount of diabetes medication, how much additional medication did he take, his diabetes medication regimen, how long was he taking higher dosage of his diabetes medication, was he told by his doctor to take additional medication, and does he usually base dosage of his medication on the meter readings. The customer service agent (csa) verified that the patient was using correct technique to test and to clean the puncture area, she was reading the meter right side up, the test strips were in good condition, the test strip vial was not cracked or broken, the meter was coded properly, the sample was drawn from an approved source, and unit of measurement was set correctly. The control solution results were not within the established range. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient claimed of administering additional pill of diabetes medication due to the reported issue and feeling symptoms, such as sweaty and shaky, which could be associated with hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.